Event description:
It was reported that the customer had high blood glucose levels of 471 mg/dl. The customer treated with a bolus from the insulin pump. The customer reported a calibration error alert, a change sensor alert and a sensor error alert from the insulin pump. Troubleshooting was done. No additional information was provided.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.